Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the bent pin in the video connector receptacle board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called the olympus technical assistance center (tac) to troubleshoot. Tac instructed the customer to remove the camera head, clean the contact points on the camera head with an alcohol prep pad, let it dry, connect it back to the cv-190, and power up the cv-190. It was reported back that the error went away. The device was then returned to an olympus service center for further evaluation and the customer¿s allegation was confirmed. Service found the b30 error was caused by a bent pin inside the video connector receptacle board. In addition, the device software needed to be updated to the latest version. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that at the beginning of a therapeutic urology procedure, a b30 (scope communication error) displayed on the evis exera iii video system center. The customer was also using a 190-series camera head from olympus. The procedure was completed with another similar device. There was no delay reported. There were no reports of patient harm or injury associated with this event.